Event description:
The (B)(4), supplying power to the telemetry access points, lost power. The reported issue was noticed immediately when the frequence hopping (fh) system experienced intermittent telemetry dropout affecting patients on the whole tenth and thirteenth floor. Alternate patient monitoring was not otherwise available. There was no reported patient injury associated with this event. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.